Event description:
It was reported that during a change out procedure the physician was unable to loosen the setscrew on the subcutaneous implantable cardioverter defibrillator (s-ICD) even after trying multiple wrenches. It was noted the non-torque wrench ratched but did not turn the setscrew. The physician was concerned that the threads were jammed. After multiple attempts the physician put mineral oil in and waited five minutes. Then they were able to successfully retract the setscrew and remove the terminal pin. There was no damage to the terminal pin of the electrode, and it had good sensing measurements and was able to remain implanted with the new device. It was noted the header of the explanted s-ICD was damaged. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed the medical adhesive that filled the spot weld wire cavity of the high voltage setscrew connector block had been cut away and the spot weld wire had been broken away from its spot weld and cut. A portion of the wire was missing, and the remaining portion of the wire was no longer connected. During testing the setscrew operated normally in both directions. It was noted that the feedthrough wires were damaged at explant during attempts to loosen the stuck high voltage setscrew. Analysis noted that based upon what was seen in the field, the setscrew was stuck up inside the capture washer, however upon receipt for analysis the setscrew was loose and operated normally.